Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by facility.gambro has no information to suggest that any gambro product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
During an inpatient dialysis treatment, the patient became unresponsive. A 'code' was called and emergency personal successfully resuscitated the patient who was then transferred to the coronary care unit. Per this unit's policy, the nurse could not provide specific information regarding the event. The nurse stated there was no indication the phoenix machine or any other device/product contributed to the event.